Event description:
It was reported that this device was used to dilate another MFR's coronary stent. The balloon of this device reportedly burst during its inflation. There has been no claim of injury related to this event. The device is being returned for analysis.